Manufacturer narrative:
(B)(4). Results of investigation: the alleged faulty motor driver component assembly was received by the carefusion failure analysis (fa) representative (rep), connected on a known good unit, and powered in operation mode for testing. Upon startup, the unit produced a motor fault. The carefusion fa rep was able to duplicate the reported failure mode. The carefusion failure analysis rep reported the alleged faulty component is an outside vendor assembly and the component will be held to send to the component manufacturer for further evaluation.

Event description:
The customer reported while using the vela ventilator, the unit is alarming motor fault and not delivering any flow. The customer has not reported any information regarding patient involvement, it is currently unknown. There has been no report of any patient consequence associated with this event.